Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Explant date: if explanted; give date: not applicable as the iol is still implanted in the patient's right eye. The device was not returned for analysis as it remains implanted in the patient's eye; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that he had a model zcb00 16.5 diopter intraocular lens (iol) implanted in his right eye (B)(6) 2018. Through follow-up, the patient reported dysphotopsia consisting of halos that will not go away (was first noticed on (B)(6) 2018). This symptom reportedly affects his daily life; makes it hard to see clearly, especially at night. The lens remains implanted and there is no indication of any planned or performed intervention. No additional information was provided to johnson & johnson surgical vision, inc.